Event description:
A report was received stating that a patient's precision system was explanted due to the paddle leads causing more pain due to psychological issues. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were discarded by the medical facility.